Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause is: strap issue.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer deals well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 58mg/dl and 415mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date /time not set): lo, (B)(6) 2015, 10:29 am, fasting: yes; 109 mg/dl, (B)(6) 2015, 06:27 pm, fasting: no; 26 mg/dl, (B)(6) 2015, 10:31 am, fasting: yes; 55 mg/dl, (B)(6) 2015, 12:29 pm, fasting: yes; 202 mg/dl, (B)(6) 2015, 10:55 am, fasting: no. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).